Manufacturer narrative:
Water samples were taken on (B)(4) 2013 and (B)(4) 2014 and the results were not delivered until (B)(4) 2014. The lal results from end of loop for the second floor were out of aami specifications standards rd62:2006 & iso 13959:2009. The facilities endotoxin results should have been received from mcp sooner since they were out of specification standard. There is limited information as to how many patient dialysis treatments were performed using this water that was out of spec. To this date, there were no reports of patient injury or other adverse patient impact. This complaint will continue to be monitored within mcp complaint system. If additional information is received, this case will be reviewed upon receipt.

Event description:
Endotoxin levels above rd62 & iso 13959 requirements on ro water loop from second floor dialysis center.